Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a week after implant the right ventricular (rv) lead dislodged resulting in premature ventricular con tractions. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.